Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported he was hospitalized on (B)(6) 2013, with hyperglycemia in the 500-600 mg/dl range. He reported this was caused by the infusion device not delivering insulin correctly. His normal range is in the 200-300 mg/dl range. Customer also reported he has lost weight and his neuropathy has gotten worse due to the delivery issues. He was unwilling to provide additional information or troubleshoot the issue. He reported he would not return the infusion device for evaluation.